Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered appropriate shocks for ventricular arrhythmias. It was noted that on several occasions the shocks induced atrial fibrillation (af) which self terminated after approximately one minute. Continued patient monitoring was planned. No additional adverse patient effects were reported. This ICD remains in service.